Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded into an introducer needle was returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. The guidewire was noted to be stuck within the introducer needle. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Small resistance was felt during performance. The distal end of the j-tip guidewire was observed to have residue as it was exposed at the introducer needle bevel. The distal portion of the guidewire was noted to be bent. Slight uncoiling was also noted throughout the portion and both core wires were noted to have terminations. Therefore, the investigation is confirmed for the reported physical resistance and identified stretched, fracture, material separation issues. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, after inserting the puncture needle, the guidewire was passed through, but resistance was allegedly encountered and it could not be advanced. The needle and guidewire was removed and replaced to complete the procedure. There was no reported patient injury.